Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the monitor fell during a case. It did not fall on the patient or any users and there were no adverse consequences as a result.

Manufacturer narrative:
The device manufacturer date is not known. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: monitor fell during surgery probable root cause: display design improper mounting mounting mechanism breaks use error the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the monitor fell during a case. It did not fall on the patient or any users and there were no adverse consequences as a result.